Event description:
Ambulance personnel reported finding the patient in vf upon arrival. The patient could not be resuscitated. Device interrogation at the coroner's office revealed that the patient had a vt that was first treated with atp which speed up the rhythm to vf. The device delivered 2 hv shocks that did not terminate the vf. Following the second shock, the device reported low hvli and possible output circuit damage, which prevented further therapy delivery.

Manufacturer narrative:
Analysis indicated the output circuitry of the device was damaged. It is believed that the lead arced to the ICD can, causing a low impedance path that resulted in the damage. The device was tested on the bench and on the automated system. All low voltage functions were normal.

Manufacturer narrative:
Correction of analysis - the lead arced between rv coils near the distal tip; this resulted in hv output circuitry damage in the ICD device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received evaluation of device diagnostics by technical services notes output circuit damage was detected on (B)(6) 2011 at 1:16am. Aside from the diagnostics, no egm information is available from that episode, likely due to device memory constraints. The first egm stored by the device on (B)(6) 2011, 1:52am notes patient in vf. The device detected vf, but all 6 hv shocks were aborted due to (B)(6). There appears to be external defib noted, but the episode ends with patient still in vf.